Event description:
Device misfire. Surgeon was using ethicon powered plus articulatingendoscopic liner cutter w/ a properly attached green load. Device misfired when attempting to use across the neck of the pancreas. Deployed halfway and stopped.